Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. Six days after implant, this lead was found to be dislodged and the coil and spring had separated. The physician elected to replace the lead with an new lead of the same model. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.

Manufacturer narrative:
Event conclusion cpi's analysis found: the lead is electrically continuous. The teflon covering the rs- conductor coil does not start after the yoke until 2 mm distal to the yoke. Teflon should be up to the yoke splice tube. This would not affect the performance of the lead at this time. As per mi 578447p rev. Ba 'ensure the teflon on the inner coil is inside the splice tube on both ends'.